Event description:
Pt with a dialysis fistula in their left upper extremity. The physician was working in the pt's native subclavian vein to open up the strictured anatomy. They inserted another MFR's 7 french sheath (with no visible markers). Physician inserted a 10x4.0 atb balloon. It was then inflated approx 3 times (using the inflation device) and brought to approx 19 or 20 atm. It was then removed and another MFR's 10x2.0 balloon was inflated once. This balloon subsequently burst. The physician then reinserted the same 10x4.0 atb balloon into the pt. They inflated the atb to approx 18 or 19 atm and held the pressure for 30 to 45 seconds and then asked to bring the balloon up one more atmosphere to 19 or 20 atm. The atb balloon burst with a cirucumferential rupture, although that was not apparent while in the pt. The balloon was pulled out through the sheath and then discovered that approx 2.5 centimeters of the balloon material was missing. No adverse pt outcome was evidenced either during or after the procedure. The pt was immediately put on heparin. The next day various angiograms, echo tests, and a CT were performed in an attempt to locate the missing piece of balloon. It was believed through CT that the piece was located in the right middle to lower pulmonary artery tree. An attempt to retrieve the piece will be performed in sept. An exam of the burst atb balloon looks as if the catheter material had been strecthed to approx 9.5 centimeters.